Event description:
A malfunction alarm with code malf 12 was reported, but no notable events occurred prior to the incident. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided the customer with information on resetting the pump, and after assistance, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue recurred, which the customer acknowledged and understood.